Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
The physician reported that during an implant attempt of the subject pacemaker, it was not possible to completely insert the ventricular connector of the associated vdd lead (implanted in (B)(6) 2004) into the appropriate port of the pacemaker. The physician then attempted to operate the set-screw to check its position, but no irregularity was identified, and it was still not possible to insert the lead connector. Reportedly, the physician got nervous and cut the atrial lead connector. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, it was not possible to completely insert the ventricular connector of the associated vdd lead (implanted in february 2004) into the appropriate port of the pacemaker. The physician then attempted to operate the set-screw to check its position, but no irregularity was identified, and it was still not possible to insert the lead connector. Reportedly, the physician got nervous and cut the atrial lead connector. Another pacemaker was subsequently implanted.

Event description:
The physician reported that during an implant attempt of the subject pacemaker, it was not possible to completely insert the ventricular connector of the associated vdd lead (implanted in (B)(6) 2004) into the appropriate port of the pacemaker. The physician then attempted to operate the set-screw to check its position, but no irregularity was identified, and it was still not possible to insert the lead connector. Reportedly, the physician got nervous and cut the atrial lead connector. Another pacemaker was subsequently implanted.

Manufacturer narrative:
Preliminary analysis showed device operation was within specifications.